Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjk865 batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of the index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the patient experience a wound dehiscence? If yes, what tissue dehisced? What was the appearance of the suture during the revision surgery? Was the patient's wound re-sutured during the revision surgery? Other relevant patient history/concomitant medications if applicable, will product from the same product code and lot be returned for evaluation? If yes, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Five days post-operatively, the sutures broke spontaneously. The patient underwent revision surgery. Additional information has been requested.